Manufacturer narrative:
The device was returned and the investigation is ongoing. Follow up in progress to obtain additional information regarding the event. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that the camera head had no image. There were no reports of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the subject device had no image, water tightness was lost, and a misaligned image. Water tightness was lost due to a damaged cable. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the camera head had no image. There were no reports of patient or user harm associated with the event.